Manufacturer narrative:
The affected device will not be returned for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4) complaint (B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the surgeon had a situation where the grasper got stuck in the omentum and it took some gentle dissection to get it out. The sharp corner where the grasper is connects to the shaft is what was stuck. The surgeon had a situation where the grasper got stuck in the omentum and it took some gentle dissection to get it out. The sharp corner where the grasper is connects to the shaft is what was stuck. Small epiploica serosal injury as it was snagged on the epiploica - however, if this happened on the bowel serosa, it could cause a perforation/tear of the bowel, expectantly managed. Due to the small epiploica.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4); complaint (B)(4).

Manufacturer narrative:
Conclusion summary: the device in question was not returned for investigation. Therefore, a technical inspection is not possible. The evaluation of the data provided revealed the following: according to the customer's description of the problem, the insert became jammed in the transition area between the plier insert and the shaft. The only plausible explanation is that the fabric became caught in the joint area of the jaw sections. The most probable root cause is therefore a user error.this event is filed under internal complaint ID (B)(4).